Event description:
Customer reported that the insulin pump is giving too much insulin. Customer stated that her blood glucose went down to below 20 mg/dl and above 500 mg/dl. Troubleshooting was done. Customer's current blood glucose was 559 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).